Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion. It was reported that the right ventricular (rv) lead exhibited high thresholds, increasing thresholds and diminished sensing. A pericardial window was performed to drain moderate effusion and the lead was revised and remains in use. No further patient complications have been reported as a result of this event.